Event description:
It was reported that on (B)(6) 2009, the procedure was to treat an 80% stenosed lesion in the circumflex (cx) artery. The 3.0x12mm promus stent implant was successfully deployed; however, a vessel dissection was noted, which was treated with deployment of another 3.0x12mm promus stent implant. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2010, the patient experienced a transient ischemic attack. No treatment was reported. On (B)(6) 2013, the patient expired. There was no angiography or autopsy performed at the time of death and the cause of death was not reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of dissection and death, as listed in the promus everolimus eluting coronary stent system electronic instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The other 3.0x12mm promus referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2009, the procedure was to treat an 80% stenosed lesion in the circumflex (cx) artery. The 3.0x12mm promus stent implant was successfully deployed; however, a vessel dissection was noted, which was treated with deployment of another 3.0x12mm promus stent implant. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2010, the patient experienced a transient ischemic attack. No treatment was reported. On (B)(6) 2013, the patient expired. The cause of death was not reported. There was no additional information provided.